Manufacturer narrative:
The customer report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, defib cycling and defib functional testing without duplicating any fault to the device. A visual inspection of the defib cable receptacle and defib circuitry did not find any discrepancies. The battery lugs were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.